Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received from eval. A root cause has not been identified. (B)(4).

Event description:
A surgeon reported that a system message displayed and the intraocular pressure control was unable to be used during surgery. The product was exchanged and the procedure was completed with no harm to the patient.